Event description:
User facility medwatch report # 2300460000-2013-8119 stated: event desc: revision of a total hip arthroplasty (head and liner exchange to constrained liner); patient now five and half months status post revision of his right total hip arthroplasty acetabular component, now who has gone onto multiple dislocations, with only intermittent use of his abduction brace. It was clearly explained that each dislocation makes him more susceptible to a subsequent dislocation. Considering this, in conjunction with his intermittent abduction brace use, a revision surgery with constrained liner placement was offered to the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
(B)(4) stated: event desc: revision of a total hip arthroplasty (head and liner exchange to constrained liner); patient now five and half months status post revision of his right total hip arthroplasty acetabular component, now who has gone onto multiple dislocations, with only intermittent use of his abduction brace. It was clearly explained that each dislocation makes him more susceptible to a subsequent dislocation. Considering this, in conjunction with his intermittent abduction brace use, a revision surgery with constrained liner placement was offered to the patient.

Manufacturer narrative:
The event was not confirmed the event was not confirmed and medical records were not received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated there were no previous similar reported events for the reported lot number. The exact cause of the event could not be determined because no device, medical or patient information was provided for evaluation.